Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior thoracolumbar fusion procedure at t2-iliac. Sometime post op, the patient came in complaining of back pain and stated they heard a pop and grinding noise. Patient underwent a revision surgery approximately 19 months post-op and the rods were removed and replaced with new rods. No additional patient complications were reported.